Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿radial head replacement with unipolar and bipolar sbi system: a clinical and radiographic analysis after a 2-year mean follow-up¿ which is associated with the stryker rhead system. Within that publication, post-operative complications/adverse events were reported which occurred between january 2009 and december 2010. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 22 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses grade 3 periarticular ossifications. 1 out of 3 cases. The study states, ¿three patients (9.7 %, patients nr. 22, 27 and 30) developed periarticular ossifications grade 3 according to the ilahi-gabel classification. Two of them showed a limitation in pronation and supination (20 and 30°, respectively), the third achieved 120° in pronation and supination, but all of them had a good movement in flexion and extension.¿